Event description:
A surgeon reported overcorrection, for a patient's outcome, after lasik surgery. Postoperative result was reported to have ranged from one to four diopters. Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).